Event description:
On 12/29/1998, a pt tested positive with the hepatitis c virus 2.0 eia assay. The sample was repeated in duplicate and both results were positive. The pt was referred to the clinic for liver biopsy and repeat hepatitis c virus testing. Both results were negative. On 4/9/1999, the pt tested negative with the hepatitis c virus 2.0 eia assay. The sample from 4/9/1999 was then sent to the clinic, which also reported negative results.